Event description:
The following info was provided by the user to FDA via a medwatch form. FDA provided the medwatch to cook. "The pt was admitted to the ICU with upper gastrointestinal hemorrhage, emergent egd (esophagoscopy, gastroscopy, duodenoscopy) and esophageal variceal banding with cook size shooter. This involves small black rubber elastics which are placed over the varices using the scope. If the varice is not in the exact position or it moves when applying the band then the band may slip off. The surgeon stated he had two bands slip off during the procedure but he had three bands applied successfully. It is the nature of the procedure - the bands get washed away into the stomach if they do not stick to the varice. The pt had been vomiting and retching during the procedure - anesthesia was called to intubate. The pt needed intubation during the procedure and that was carried out without complication. Later, during recovery his oxygen saturation dropped and he needed to be bagged and suctioned. During suctioning, the small elastic band was retrieved. It is unclear whether the band was the reason for the drop in the oxygen saturation, since secretions and blood were also suctioned out. The pt eventually recovered and did very well during a short stay in rehabilitation. He was discharged home." After follow-up with the medical facility was conducted, the following additional info was provided on (B)(6) 2011: the varices were described as medium in size (i.e. Not small), the banding location was in the esophagus, gaining access to the banding site was not particularly difficult and the procedure was able to be completed with this ligator device. Pt was discharged home.

Manufacturer narrative:
The medical facility provided info on this event to FDA via submission of a medwatch report. Reference (B)(4) for info related to the same event that was provided to FDA by the medical facility. Investigation evaluation: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. A review of the device history record could not be conducted because the lot number was not provided. After a review of the account ordering and shipping history, the lot number involved could not be determined. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Slippage of the band from the varix can occur if the endoscope is advanced beyond the banded site. The instructions for use advise the user that passing the endoscope over a previously placed band may dislodge the band. The instructions for use caution the user not to apply alcohol to the device. Application of an alcohol-based lubricant or other substance could have contributed to the reported occurrence. Hemorrhage is listed in the instructions for use as a potential complication associated with gastrointestinal endoscopy. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends.